Event description:
It was reported the pt experienced a sharp stimulation pain. When he presses on the incision site, he feels an increased intensity of stimulation. An sjm representative met with the pt and reprogramming was unsuccessful in resolving the issue. The pt underwent revision surgery on (B)(6) 2012. His physician removed the existing lead and extension and replaced them with new ones. It was reported the lead may have a fracture in the silicone close to the terminal end of the lead.

Manufacturer narrative:
Results: a visual inspection of the returned terminal end segment found it had a very distinct curve after the stimulation spacer. A microscopic inspection of the lead terminal end found lead wire protruding from the distal side of the stimulation spacer. Dc resistance and insulation testing found the wire was part of paddle electrode #6. Further electrical testing found the wire was touch the stimulation spacer and shorting the spacer to electrode #6. It is unknown if the wire damage occurred during the explant procedure. No programming history was provided so it is unknown if electrode #6 was used while implanted. Based on the observation of stimulation at the ipg site, and visual confirmation of a wire breach during the explant procedure it was concluded the distinct curve in the lead body and damage to the terminal end was consistent with repetitive stress to the lead while implanted, which resulted in an exposed wire and stimulation at the ipg site. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.